Manufacturer narrative:
(B)(4). The device reported: list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically.

Event description:
The rate was set at 62 ml per hour and after one hour, mother noticed that only 28 ml had been delivered.

Manufacturer narrative:
(B)(4). The (B)(4) affiliate attempted three times to have the pump uplifted and returned to abbott for product evaluation. Mother confirmed the pump is working fine and there was an use error when setting up the pump for administration of enteral product.